Event description:
Rptr states that there was difficulty removing screw which then broke off. The bottom part of the 2 (5mm) screws were left on the pt's bone flap broken and unable to retrieve. The head part of both screws dropped on the floor and could not be found. There was no adverse consequence for the pt or delay in surgery or anesthesia time.